Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the pt's right eye. Lens was removed due to torn haptic. There was no pt injury. No enlarged incision and no suture needed. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: visual inspection of the returned product found pieces of a plate haptic torn off and missing. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).